Event description:
The dome part was broken. The detached dome went into the pt's bowel, but was removed from the pt through defecation. The estimated time the device was in the pt is at least a few months. The dr attempted to collect the dome with a scope but the dome had already advanced to the intestines.